Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an unspecified infection. The entire implantable cardioverter defibrillator (ICD) system was explanted. The patient was recovering following the procedure.